Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 42-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, the patient experienced an arterial occlusion leading to lower limb ischemia. Upon initial observation, the patient had oozing at the access site that coincided with the presence of a hematoma. The patient had no distal pulse in the impella leg and an arterial ultrasound showed a total left leg arterial occlusion. The patient's condition prompted a fem to fem external bypass to restore blood flow after foley placement proved to be unsuccessful. Femostop was used to reach hemostasis, however, following completion of the bypass, the patient moved and pulled the repo sheath out of position. The sheath was repositioned and re-sutured to resolve the bleed. During the noted interventions, three units of prbc were transfused to maintain support. A follow up echo was completed and a clot was shown to be developing on the pigtail and inlet cage of the pump. As a result, the pump was removed and replaced with a new impella cp for continued support.

Manufacturer narrative:
Additional information was provided by the field rep regarding the reported event. Please see field b2, b5 and h6 for the updated information pertaining the patient's condition and treatment.

Event description:
Upon additional follow up from the field rep, it was reported that the patient underwent a thrombectomy at the time of pump removal to treat the occlusion noted in the left leg. Seven days later, the limb was amputated as the leg became necrotic following the thrombectomy. Per the vascular surgeon, it was believed that the late addition of the fem to fem bypass resulted in compartment syndrome and subsequently led to the muscle tissue from the mid thigh down to die. Support was maintained throughout the intervention.